Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was physically damaged and had alarmed with motor errors. Customer was unable to troubleshoot at time of the call. His blood glucose was over 300 mg/dl. The device will not be returning for analysis.